Event description:
Pump malfunction occurred, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance with resetting the pump, and no notable events were reported before the issue.